Manufacturer narrative:
Communication failure and premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14078, related manufacturer reference number: 2017865-2020-14079. It was reported that the patient presented in the hospital to receive an epicardial lead for a pulse generator upgrade to a biventricular device. Prior to procedure, it was found that the patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was identified that a battery performance alert (bpa) was received in 2016. It was suspected that the device exhibited premature battery depletion. The physician elected to explant and replace the ICD. During the procedure, it was revealed that the patient's atrial and right ventricular leads had also developed an infection. Vegetation was noted on the right ventricular lead. The full system was extracted. The patient was stable.